Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that shortly after the implant procedure the patient could not feel their right leg and had right abdominal pain. The device was removed and an MRI afterwards showed no abnormalities. The patient is currently recovering.